Event description:
The clinician reported that as they were initiating bypass, they noticed blood in the water line. The primo2x oxygenator was changed out and the case proceeded without incident. There was no report of pt injury. The pt is doing fine.

Manufacturer narrative:
Pt info has been requested. The primo2x oxygenator is manufactured by sorin group (B)(4) and is a component of the custom perfusion pack. The 510(k) number for the primo2x oxygenator is k050447. This incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). The primo2x oxygenator was returned for evaluation. A visual inspection did not reveal any obvious defects. Testing of the device did identify a leak path between the blood side and water side of the heat exchanger. The oxygenator was returned to sorin group (B)(4) for further evaluation. A follow-up report will be filed when the investigation is complete.